Event description:
The customer reported that while cleaning cuvettes from an alinity c processing module, two (2) technicians were accidentally got splashed. The customer provided the following data: the customer reported that the two (2) technicians were manually cleaning cuvettes with a swab and both were accidentally splashed on their faces and right eyes. Technician 1 (42 year old male) rinsed face and eye at eye station for about 2 minutes. Technician 2 (32 year old female) rinsed face and eye at eye station for about 20 seconds. Customer reported that the technicians wore gloves and laboratory coat, but no eye protection was worn. The customer confirmed that no additional treatment or care was received. There was no further impact to user safety and patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
As the cleaning of the alinity c-series cuvette did not resolve the issue, the field service representative performed additional troubleshooting and replaced the tubing, peristaltic head (rohs) resolving the alinity c, serial number (B)(6) generating message code 4401 errors issue. The alinity c processing module function was verified with a control run. The service history found no additional issues related to the current complaint were reported after the current event was identified. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with alinity c-series cuvette and the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformance or potential nonconformance. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or alinity c-series cuvette and the tubing, peristaltic head (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that while cleaning cuvettes from an alinity c processing module, two (2) technicians were accidentally got splashed. The customer provided the following data: the customer reported that the two (2) technicians were were manually cleaning cuvettes with a swab and both were accidentally splashed on their faces and right eyes. Technician 1 (42 year old male) rinsed face and eye at eye station for about 2 minutes. Technician 2 (32 year old female) rinsed face and eye at eye station for about 20 seconds. Customer reported that the technicians wore gloves and laboratory coat, but no eye protection was worn. The customer confirmed that no additional treatment or care was received. There was no further impact to user safety and patient management.